Event description:
It was reported that the sponge was not present in the minicap and there was no iodine present. The home patient (hp) stated there was no damaged to the over pouch or shipping container noted. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 10.

Manufacturer narrative:
(B)(4). The lot was manufactured between 05/30/2014 and 06/06/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.